Event description:
Painful to walk [walking difficulty], pain when I move it/could not straighten leg nor bend knee without pain [pain upon movement], whole leg was in pain/leg was in pain from ankle to hip [leg pain] ([irradiating pain]), knee was swollen [knee swelling], knee pain [knee pain], discomfort [injection site discomfort]. Case narrative: based upon additional information received on (B)(6) 2019, this case initially assessed as non serious was upgraded to serious as seriousness criterion of disability was added for event of painful to walk. Initial information received on 15-feb-2019 from united states regarding an unsolicited valid non-serious case received from a consumer. This case involves a (B)(6) female patient who complained that it was pain when I move it/could not straighten leg nor bend knee without pain, discomfort, knee was swollen, knee pain, whole leg was in pain/leg was in pain from ankle to hip, pain when I move it after treatment with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection once via intra-articular route (dose, indication: unknown). Patient reported that this was her third injection and she had no side effects in the past. On the same day in the evening, within hours of receiving the injection, the patients knee was swollen (latency: same day), she had knee pain (latency: same day) and discomfort after the injection (latency: same day) and it was more painful to walk (latency: same day) than before she received injection. On the first day, the whole leg was in pain/leg was in pain from ankle to hip (latency: same day) and couldn't straighten her leg or bend ankle without pain. Patient mentioned that her pain subsided the same day but the swelling remained. Further, the patient only had pain when she moved it. The patient felt like it was getting better, but she still had pain. The knee seems worse off than it was before the injection. The patient mentioned that if she bend it or walk or stand up, she had pain and was worse in the morning when she went to bed. It was not as difficult as the day goes on and I get the joint moving. On (B)(6) 2019, patient started to use a cane to walk. On (B)(6) 2019, patient recovered from the discomfort she had after the injection. On (B)(6) 2019, patient recovered from her knee swelling and the pain she had upon movement. On (B)(6) 2019, patient recovered from the event of painful to walk. On an unknown date in (B)(6) 2019, three weeks after the injection, patient recovered from knee pain. Corrective treatment: icing the knee and advil for knee was swollen and knee pain; cane for painful to walk. Outcome: unknown for whole leg was in pain/leg was in pain from ankle to hip; recovered/resolved for rest of the events. Seriousness criterion: disability for painful to walk. A product technical complaint was initiated on 21-feb-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on (B)(6) 2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information received on (B)(6) 2019 from patient. Case upgraded to serious. Patients age details added. Suspect product details updated. Verbatim updated for whole leg was in pain/leg was in pain from ankle to hip and pain when I move it/could not straighten leg nor bend knee without pain. Event outcome updated for events of painful to walk, discomfort, knee was swollen, knee pain and pain when I move it with details. Clinical course updated. Text amended accordingly.

Event description:
Painful to walk/use a cane to walk [walking difficulty]. Whole leg was in pain/leg was in pain from ankle to hip [leg pain] ([irradiating pain]). Knee was swollen [knee swelling]. Knee pain [knee pain] ([pain upon movement]). Discomfort [injection site discomfort]. Case narrative: based upon additional information received on 22-mar-2019, this case initially assessed as non serious was upgraded to serious as seriousness criterion of disability was added for event of painful to walk/use a cane to walk. Initial information received on 15-feb-2019 from united states regarding an unsolicited valid non-serious case received from a consumer. This case involves a 67-year-old female patient who complained of painful to walk/use a cane to walk, discomfort, knee was swollen, knee pain, whole leg was in pain/leg was in pain from ankle to hip, after treatment with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection once via intra-articular route (dose, indication: unknown; information the batch number was requested). Patient reported that this was her third injection and she had no side effects in the past. On the same day in the evening, within hours of receiving the injection, the patients knee was swollen (latency: same day), she had knee pain (latency: same day) and discomfort after the injection (latency: same day) and it was more painful to walk (latency: same day) than before she received injection. On the first day, the whole leg was in pain/leg was in pain from ankle to hip (latency: same day) and couldn't straighten her leg or bend knee without pain. Patient mentioned that her pain subsided the same day but the swelling remained. Further, the patient only had pain when she moved it. The patient felt like it was getting better, but she still had pain. The knee seems worse off than it was before the injection. The patient mentioned that if she bend it or walk or stand up, she had pain and was worse in the morning when she went to bed. It was not as difficult as the day goes on and I get the joint moving. On (B)(6) 2019, patient started to use a cane to walk. On (B)(6) 2019, patient recovered from the discomfort she had after the injection. On (B)(6) 2019, patient recovered from her knee swelling and the pain she had upon movement. On (B)(6) 2019, patient recovered from the event of painful to walk. On an unknown date in mar-2019, three weeks after the injection, patient recovered from knee pain. After 6-8 weeks after injection and side effects, patient felt as he was before the injection. After that, his symptoms improved to where he was in less pain and discomfort than before injection. Corrective treatment: icing the knee and advil for knee was swollen and knee pain; cane for painful to walk/use a cane to walk. Outcome: recovering for whole leg was in pain/leg was in pain from ankle to hip; recovered/resolved for rest of the events. Seriousness criterion: disability for painful to walk/use a cane to walk. A product technical complaint was initiated on 21-feb-2019 for synvisc-one. Batch number: unknown global ptc number: 57425. The product lot number was not provided; therefore, a batch record review was not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 21-feb-2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information received on (B)(6) 2019 from patient. Case upgraded to serious. Patients age details added. Suspect product details updated. Updated for whole leg was in pain/leg was in pain from ankle to hip and pain when I move it/could not straighten leg nor bend knee without pain. Event outcome updated for events of painful to walk, discomfort, knee was swollen, knee pain and pain when I move it with details. Clinical course updated. Text amended accordingly. Additional information received on (B)(6) 2019 from the patient. Outcome for the events of whole leg was in pain/leg was in pain from ankle to hip was updated to recovering from unknown. Clinical course updated, and text amended accordingly. Upon internal review diagnosis of pain when move it/could not straighten leg nor bend knee without pain was updated to symptom of knee pain.

Event description:
Painful to walk/use a cane to walk [walking difficulty] . Whole leg was in pain/leg was in pain from ankle to hip [leg pain] ([irradiating pain]). Knee was swollen [knee swelling]. Knee pain [knee pain] ([pain upon movement]). Discomfort [injection site discomfort]. Redness after injection [injection site joint erythema]. Case narrative: based upon additional information received on 22-mar-2019, this case initially assessed as non serious was upgraded to serious as seriousness criterion of disability was added for event of painful to walk/use a cane to walk. Initial information received on 15-feb-2019 from united states regarding an unsolicited valid non-serious case received from a consumer. This case involves a 67-year-old female patient who complained of painful to walk/use a cane to walk (latency: same day), discomfort (latency: same day), knee was swollen (latency: same day), knee pain (latency: same day), whole leg was in pain/leg was in pain from ankle to hip (latency: same day), redness after injection (latency: unknown) after treatment with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection once via intra-articular route (dose, indication: unknown; information the batch number was requested). Patient reported that this was her third injection and she had no side effects in the past. On the same day in the evening, within hours of receiving the injection, the patients knee was swollen (latency: same day), she had knee pain (latency: same day) and discomfort after the injection (latency: same day) and it was more painful to walk (latency: same day) than before she received injection. On the first day, the whole leg was in pain/leg was in pain from ankle to hip (latency: same day) and couldn't straighten her leg or bend knee without pain. Patient mentioned that her pain subsided the same day but the swelling remained. Further, the patient only had pain when she moved it. The patient felt like it was getting better, but she still had pain. The knee seems worse off than it was before the injection. The patient mentioned that if she bend it or walk or stand up, she had pain and was worse in the morning when she went to bed. It was not as difficult as the day goes on and I get the joint moving. On (B)(6) 2019, patient started to use a cane to walk. On (B)(6) 2019, patient recovered from the discomfort she had after the injection. On (B)(6) 2019, patient recovered from her knee swelling and the pain she had upon movement. On (B)(6) 2019, patient recovered from the event of painful to walk. On an unknown date in (B)(6) 2019, three weeks after the injection, patient recovered from knee pain. After 6-8 weeks after injection and side effects, patient felt as he was before the injection. After that, his symptoms improved to where he was in less pain and discomfort than before injection. The patient mentioned that it took at least a month for his knee to return to the way it was prior to the injection and then it got better. On (B)(6) 2019, patients knee pain was minimal and patient reported that the injection worked. On an unknown date in 2019, patient experienced redness after injection (latency: unknown). Further, the patient reported that due to the side effects he experienced he would never have the treatment again. Corrective treatment: icing the knee and advil for knee was swollen and knee pain; cane for painful to walk/use a cane to walk; not reported for rest outcome: recovering for whole leg was in pain/leg was in pain from ankle to hip; unknown for redness after injection; recovered/resolved for rest of the events seriousness criterion: disability for painful to walk/use a cane to walk. A product technical complaint was initiated on (B)(6) 2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 21-feb-2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information received on 22-mar-2019 from patient. Case upgraded to serious. Patients age details added. Suspect product details updated. Verbatim updated for whole leg was in pain/leg was in pain from ankle to hip and pain when I move it/could not straighten leg nor bend knee without pain. Event outcome updated for events of painful to walk, discomfort, knee was swollen, knee pain and pain when I move it with details. Clinical course updated. Text amended accordingly. Additional information received on 24-apr-2019 from the patient. Outcome for the events of whole leg was in pain/leg was in pain from ankle to hip was updated to recovering from unknown. Clinical course updated, and text amended accordingly. Upon internal review diagnosis of pain when move it/could not straighten leg nor bend knee without pain was updated to symptom of knee pain. Follow up information received on 10-may-2019 from consumer. No new information. Additional information received on 29-may-2019 from consumer. Event of redness after injection added. Clinical course updated. Text amended accordingly.